Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the working length of the needle and sheath were kinked in several locations. The needle has evidence of bending and was broken at the distal section and the broken piece was not returned for evaluation. Functional test was performed and the needle was able to extend and retract however the distal section was out of specification. The reported event of needle detached was confirmed. The analysis of the device showed excess handling/manipulation. Most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in working length, including the distal section of the needle. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the second puncture of the 4l ganglion, the needle broke and had remained inside the patient's lung. The procedure was not completed due to this event. The patient was hospitalized, underwent a CT scan and was placed under observation. On (B)(6) 2017, it was reported that the needle was expelled from the lung to the patient¿s mouth by coughing. Medical intervention to remove the needle was not necessary.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the second puncture of the 4l ganglion, the needle broke and had remained inside the patient's lung. The procedure was not completed due to this event. The patient was hospitalized, underwent a CT scan and was placed under observation. On (B)(6) 2017, it was reported that the needle was expelled from the lung to the patient¿s mouth by coughing. Medical intervention to remove the needle was not necessary.